Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error code e333 was solved by troubleshooting and occurred due to adhesion of debris on the touchscreen. However, the root cause of the debris on the touchscreen could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center gave an error e333. There was no report of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that there was an error e333. The customer followed troubleshooting directions and power cycled the device to clear the error. If the error cleared and did not reoccur in a short time, the issue would be considered an electronic anomaly. If it cleared and reoccurred, however, the device would need to be returned to olympus for repair. Additionally, tac wanted to make sure that the screen was in clean condition without any damages or debris as it could have contributed to the reported issue. When tac followed up, customer reported that the issue had resolved, but that there was debris on the touchscreen. Three attempts were performed to obtain additional information, but no response was received from the customer. The affected device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.